Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. During the treatment of an acute stroke by mechanical thrombectomy, penumbra and solitaire fr were used for the revascularization treatment of the right internal carotid artery, tici0. A dissection of right internal carotid (ic) at the high cervical occurred. Precise stent was used to treat the dissection. Tici2b and aol2 were achieved. Per physician, the solitaire fr device was used on m2 through ic, which was not the area where the dissection had occurred. The dissection was not related to the solitaire usage. It was more likely to be caused by the penumbra device. CT image confirmed hemorrhage on the right encrustation. Per the physician, the hemorrhage was hemorrhagic infarction due to the revascularization treatment. There was no medical intervention for the hemorrhage. The patient was only monitored.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.